Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was noted on the pulse generator and the right ventricular lead. The noise could not be isolated. Prior to the procedure the patient was fitted with a holter monitor and was presyncopal due to inhibition caused by noise. The device was explanted and replaced successfully. The patient was fine post procedure and in recovery room.